Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the sensor. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor was missing the cannula during insertion. No troubleshooting was performed . The sensor is being replaced and is not expected to return for analysis.